Event description:
Remicade infusion hung using baxter clearlink non-dehp solution filter set with duo-vent spike tubing, lot # r10l10102. Medication hung at 1350. At 1520, rn noted a pool of fluid on the floor and medication was found to be leaking from the top of the filter. Approximately 150 ml's of fluid had leaked onto the floor.